Event description:
Recovery filter placed as a protective device for pt with a large pelvic tumor. The filter was placed without incident. Pt discharged from hosp but readmitted over weekend with bleeding. Cavagram performed and it was believed that 1 of the filter arms had perforated the wall of the ivc, however, as the pt appeared stable, no intervention was taken. The pt continued to bleed and was taken to surgery five days later. At the time of surgery it was noted that 3 of the filter arms had perforated through the wall of vena cava. The filter remains implanted. During surgery, the pelvic mass was removed and a piece of omentum was used to wrap the cava wall to encapsulate the filter within the ivc. Pt was transferred out of ICU into a ward.